Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that their onetouch ultra meter had a fading display. The complaint was classified based on customer service representative (csr) documentation. The patient reported that the alleged display issue first occurred at 6am on (B)(6) 2016. The patient manages their diabetes by self-adjusting their insulin dosage and stated that they had done more exercise in response to the alleged product issue. The patient stated that at 5am on (B)(6) 2016 they had developed the symptoms of ¿could not speak or move¿; symptoms which the patient associated with low blood glucose levels. The emergency medical services were called and they arrived at 6am the same morning. The patient¿s blood glucose was measured on an ems meter at this time and a result of ¿less than 50mg/dl¿ was obtained. In response to this the ems gave the patient IV glucose. No further details regarding the patient¿s treatment were provided at the time of the initial call. At the time of troubleshooting the csr noted that there was no misuse of the product and it was not the first time the patient had used the product. The patient¿s products were replaced and requested for evaluation. This complaint is being reported because the patient was unable to test their blood glucose on the subject meter which led to them suffering signs/symptoms which are suggestive of serious injury which required medical intervention after the alleged product issue occurred.